Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the operating room nurse stated she did not have any further information available to offer. She did not have the box with the reference number, it was discarded. The instrument failed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in pitch directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. In addition, the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument failed motion testing. The jaws failed to open properly. The root cause is attributed to dislodged grip ring and grip ring screw.